Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that a clear root cause for the discrepant results could not be identified. A general instrument or reagent issue was not observed. Calibration and quality control data were reviewed and found to be within acceptable ranges. However, multiple sample short and sample foam detection alarms were noted near the time the sample was run, indicating potential issues with sample quality. Additionally, the age of the frozen sample could not be confirmed, which may have impacted sample integrity. The investigation concluded that the most likely cause of the discrepant results was an unknown pre-analytical handling issue. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results with the elecsys hiv duo assay on the cobas e 801 analytical unit. The initial result, generated on (B)(6) 2021 using an e602 instrument, was 1.38 coi (reactive). On (B)(6) 2021, the sample was retested on two cobas e 801 instruments. The first repeat result was 0.538 coi (non-reactive), and the second repeat result was 0.500 coi (non-reactive).